Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the closed door during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "issue: does not recognize closed door" was reproduced. A review of the event history log revealed "shut door - power off." A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door hook, the door hooks require replacement to address this issue. During device inspection, evaluation observed a delay after the keys were pressed. The cause was identified to be the processor board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.